Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected as it did not pump saline solution into the cylinders. A revision surgery was performed to explant the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Under microscopic observation, the poppet rod was found to be misaligned in the pump. The leakage test nor the functional testing was not able to be performed due to the poppet rod being misaligned. Both cylinders were microscopically examined and had wear at fold in the middle of the cylinder. Both cylinders passed the leakage testing. The reservoir passed visual inspection and leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the pump mechanical issue was determined to most likely be a result of the poppet rod misalignment.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected as it did not pump saline solution into the cylinders. A revision surgery was performed to explant the device. No patient complications were reported.